Event description:
In (B)(6) 2021 I had lasik performed. I had no eye issues prior to lasik (other than needing glasses/contacts). As soon as the anesthesia wore off my eyes were dry. I was told to expect dryness for about 3 months with symptoms improving as time went on. I'm 4 years post op and that didn't happen. Extreme dry eye disease for me has been debilitating physically, mentally, and financially. I need eye drops every 15 minutes. All day every day. I cannot perform any daily task without carrying eye drops with me. I can't leave a room, go out laundry in, get dressed etc. Without making sure my eye drops are right next to me. I spend over $(B)(6)/month on eye drops. I have been unable to work since my surgery as a result. So not only has my family lost half our income, I now spend a lot on eye care products than I ever did on contacts/glasses previously. I have to use eye ointment at night, eye cleansers, treatments like ipl $(B)(6)/each) that aren't covered by insurance, prescription products and more. I also suffer from light sensitivity, halos, starbursts etc. I can barely drive. I was lied to about the potential risks and they were extremely down played. I'm back in glasses 4 years later. This procedure shouldn't even be available. The amount of irreversible damage to american's eyes these procedures cause shouldn't even be an option! Your job is to protect americans. I've been left disabled and in a lot of pain as a result of this awful procedure. Shame on the FDA for not undoing the damage they have caused by allowing these procedures to continue to be performed. I do not have exact dates for my most recent testing, but my test breakup time is 2-3 seconds and my schirmer test scores are 5-6.